Event description:
It was reported via medwatch, powerglide midline catheter placed on patient, in correct vein, flushed with resistance, would not work for infusion/had to be removed right away. No injury. Inconvenience to patient. Needed (2) piv placements. Ml had just been placed, no movement by patient - kinked in midline 1¿ from end. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch, powerglide midline catheter placed on patient, in correct vein, flushed with resistance, would not work for infusion/had to be removed right away. No injury. Inconvenience to patient. Needed (2) piv placements. Ml had just been placed, no movement by patient - kinked in midline 1¿ from end. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.